Event description:
The customer reported that the image went blank intermittently. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller board and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.